Manufacturer narrative:
Approximate age of device (age of device: 1 year, 11 months, 4 days). Analysis of the log files that were provided by the account confirmed the reports of elevated flow. The log files showed multiple transient flow elevations and associated power elevations . No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. A direct correlation between heartmate ii left ventricular assist system. The patient remains ongoing on the device. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported a patient was experiencing high flows on (B)(6) 2018. The log file analysis showed power flow trending upward with pi trending downwards. The account communicated that the patient continues to have high power flows. It was communicated that the pump appears to be functioning as intended. Per additional information received in , that the patient presented last month with elevated flows/power. The patients ldh was reported to be stable at mid-high 500's and had clear urine. The patient was started on argtroban. Flows returned to baseline 3 days after treatment. No additional information was provided.